Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. Following implant, the pump was being repositioned when pump saturation was noted. A purge system blocked alarm appeared and the waveforms on the aic flipped. The waveforms eventually corrected themselves, but the purge system blocked alarm persisted and tissue plasminogen activator was administered. The following day, the patient was hypercoagulable and the impella experienced low flows. A transesophageal echocardiogram showed there was no movement of the heart coinciding with large clot formations in the left atrium and aorta. It was decided that no further action was possible and the pump was removed. The patient passed away shortly after. It is unknown if complications with the pump contributed to the patient's passing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the saturated flow, low pump flow, high purge pressure, and thrombus has been completed. No product was returned. When the pump was started, flows were variable at p-4 and the motor current was flat. There were "impella position unknown" and "suction" alarms. About an hour into the case, there was a small shift in the motor current and increase in flows. About two hours later, there was a spike in motor current followed by a rapid increase of purge pressure to 1200 mmhg over the span of five minutes. "Purge system blocked" and "high purge pressure" alarms were seen. Saturated pump flows then occurred reaching almost 4.5 liters per minute at p-4. The high purge pressure lasted for about two hours and decreased along with the pump flows. The pump flows lowered and then remained low throughout the case. The patient was on extracorporeal membrane oxygenation (ECMO) and also receiving low flows on ECMO. There was a trend in the placement signal. Once the pump was removed, there was a large clot formation in the left atrium and aorta. The root cause of the low pump flows is most likely due to the patients condition based on the logs and the lack of volume of the patient. The root cause of the high purge pressure is most likely due to ingested biomaterial based on the log signature and that tissue plasminogen activator resolved the higher pressures. The root cause of the saturated flow is most likely due to ingested biomaterial based on the log signatures. As the necessary information was not provided, the root cause of the thrombus was not determined. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2025-25333 was submitted in accordance with updated procedures. H.6 additional codes were added to health effect - impact code section as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-25333.